Manufacturer narrative:
The 14fr esheath was returned to edwards for evaluation. Visual inspection of the sheath revealed the strain relief was slightly bunched approximately 3 inches from the comnut. The sheath shaft was kinked approximately 4.25 inches from the comnut. The first 2 inches of the liner distal to the strain relief was expanded and the following 7 inches of the liner remained unexpanded. The proximal 1 inch of liner was lifted and the distal tip was opened and torn. The liner was torn approximately 9 inches in length, beginning 1.5 inches from the strain relief all the way through the distal tip. Review of the provided 3mensio report revealed an abdominal aortic aneurysm around the aortic bifurcation. Evidence of pre-existing stents was also observed in the femoral artery and at the location of the abdominal aneurysm. During the dimensional analysis of the sheath, the liner thickness was measured along the length of the liner tear. All measurements were within specification. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint for the appropriate complaint codes. A definite root cause could not be determined. A complaint history review from july 2020 to june 2021 for the edwards esheath (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (bent valve strut, damaged valve, excessive manipulation due to difficulties with ds insertion/withdrawal, high push force, improper crimping, incomplete loader advancement, valve strut caught on liner, withdrawal of burst/torn balloon, withdrawal of damaged valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Per instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections under 3x magnification. The final esheath assemblies undergo multiple 100% visual inspections by both manufacturing and quality. Post sterilization, product verification testing is performed on a sampling plan. The inspections and tests support that it is unlikely a manufacturing nonconformance contributed to the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the condition of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of manufacturing mitigations, device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, 'resistance was encountered during the advancement of a sapien 3 ultra valve through the esheath, resulting in the valve and delivery system going through the sheath.' The case notes revealed that the patient's right access vessel had 'some calcium' and stents in the iliac. The provided imagery revealed pre-existing stents in the access vessel. As per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The presence of calcification within the access vessel, in addition to pre-existing stents, can create a constrained condition and prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. These patient and procedural factors, in conjunction with the exposed apices of the crimped sapien 3 ultra valve, may increase the rate of the thv getting caught on the sheath and bent struts, preventing further advancement. The liner tear and sheath shaft kink likely occurred due to excessive device manipulation during advancement of delivery system with a damaged valve. As the device was manipulated to overcome the observed resistance during device advancement, it may have kinked the sheath shaft and resulted in the bent struts on the valve. It is likely that the bent valve struts interacted with the sheath liner, leading to the observed liner tears. During withdrawal of the delivery system, the complaint description states, 'the valve was not able to be pulled back into the sheath and the attempts resulted in the valve being dislodged from the delivery system balloon and left in the aorta.' The provided imagery reveals that the patient's abdominal aortic aneurism (aaa) contained vasculature stents. Additionally, the imagery also shows bent struts seen on inflow side of valve with the valve overlapping sheath distal tip within aaa and the guidewire angled through the aaa. It is possible that due to the angulation created between sheath/stents and aaa, the valve may have been non-coaxial with sheath tip during withdrawal. The valve struts likely caught on the sheath tip and caused the distal tip to tear. The available information suggests patient factors (calcification, pre-existing stents) may have contributed to the reported resistance between the sheath and delivery system. Procedural factors (valve getting caught on sheath, device manipulation, withdrawal difficulties) may have contributed to the torn liner and distal tip split. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03642 and manufacturer report no: 2015691-2021-03718.

Event description:
Per-decontamination evaluation of the returned esheath revealed the distal tip was torn. Resistance was encountered during the advancement of a sapien 3 ultra valve through the esheath, resulting in the valve and delivery system going through the sheath. Difficulties were encountered during the withdrawal of the commander delivery system and esheath, resulting in damage to the sheath tip. As reported, during a transfemoral tavr procedure, some resistance was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath. When the image intensifier was moved to view the location of the delivery system, it was observed to be 'coiled' (doing a 360) outside of the sheath. It was also noted that the delivery system was very close to the aaa. At this time the patient's blood pressure dropped significantly, and it was determined that the delivery system had perforated the aaa. An attempt was made to withdrawal the valve and delivery system back into the sheath. The valve was not able to be pulled back into the sheath and the attempts resulted in the valve being dislodged from the delivery system balloon and left in the aorta. An endovascular aortic repair with a bifurcated graft was performed. This excluded the tear and the valve into the aneurysm and outside of blood flow. At the time of the report, the vascular surgery was completed; however, there was concern of the risk of abdominal compartment syndrome due to the amount of blood that flowed out of the aorta and into the belly. Additional information was received that the patient expired the night of the procedure. The exact cause of death was not provided.